Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list arrhythmia requiring treatment as a potential device or procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to treat an atrial septal defect in a patient with a 9mm secundum, and weighing 11kg. The day following implant, the patient went into 3rd degree av block. A transthoracic echocardiogram showed the device in a stable position. The physician opted to remove the device, which was retrieved with a snare. The patient remained in av block for four days, then returned to sinus rhythm and is in stable condition. The patient is being investigated for other congenital issues related to the arrhythmia. Following testing results, it will be determined how to best treat the defect.

Manufacturer narrative:
B5: describe event or problem - added defect and septal sizing to the description summary.

Event description:
It was reported the physician implanted a 25mm gore® cardioform septal occluder to treat an atrial septal defect in a patient with a 9mm secundum, and weighing 11kg. The defect was measured to less than 14mm and the septal length was ~27mm. The day following implant, the patient went into 3rd degree av block. A transthoracic echocardiogram showed the device in a stable position. The physician opted to remove the device, which was retrieved with a snare. The patient remained in av block for four days, then returned to sinus rhythm and is in stable condition. The patient is being investigated for other congenital issues related to the arrhythmia. Following testing results, it will be determined how to best treat the defect.